Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the screen froze upon boot up.

Event description:
It was reported that the screen froze upon boot up.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to the coin cell measuring at the 3.00vdc minimum operating voltage, and through electronic tolerances, the unit became inoperable due to a cpu voltage supervisory issue within software v2.6. The coin cell measured 3.012vdc. Although the screen freezing was not observed, the low coin cell voltage will not allow the unit to fully boot up to normal operation. The coin cell(due to age) was replaced, and the unit was hard reset. Both battery packs measured less than 4.6vdc and the d cell batteries were replaced. The monitor passed the criticore 2006 series calibration tests, and the eight hour minimum run time test. The monitor worked properly and was ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: the criticore monitor requires special precautions regarding emc and needs to be installed and put into service according to the emc information provided in the following tables. Portable and mobile rf communications equipment may affect the criticore monitor. Warning: the criticore monitor should not be used adjacent to or stacked with other equipment and that if adjacent or stacked use is necessary, the criticore monitor should be observed to verify normal operation in the configuration in which it will be used. Warning: do not immerse or submerge the monitor or turn it upside down when cleaning. Caution: use only heavy-duty alkaline d cell batteries. Do not use rechargeable batteries. Do not incinerate batteries. Recycle or dispose of them properly. Contact bard for disposal information. Caution: improper orientation of the batteries within the battery pack can potentially damage the criticore monitor. Caution: state and federal regulations govern the packaging necessary for return of medical product which may have been contaminated. Refer to local, state and federal regulations when packaging the criticore monitor for return. Caution: there are no user serviceable components inside the criticore monitor. The user should not attempt to repair the criticore monitor. To do so may void the warranty and could result in erroneous monitor readings. Caution: use of cables or sensors other than those specified for use with the criticore monitor, except those sold by bard for use as replacement part or repair components, may result in increased emissions or decreased immunity of the criticore monitor. Caution: the criticore monitor should be recycled properly per european union directive 2002/96/ec on waste electronic and electrical equipment, january 27, 2003. Do not dispose with ordinary municipal waste."